Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event description you provided of "would not close jaw. It was reported that during the sistal gastrectomy surgery, could not squeeze down the closing trigger. " the circular stapler closes into range using the adjusting knob. Was the adjusting knob not able to be dialed down? Or was the device unable to be fired (firing trigger was unable to close down)? Or was the safety trigger unable to be moved in order to grasp the firing trigger?

Event description:
It was reported: would not close jaw. It was reported that during the distal gastrectomy surgery, could not squeeze down the closing trigger. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # p57e9u. Device evaluation summary: the analysis results found that the cdh33a device arrived with no apparent damage void of staples and with the breakaway washer uncut and without marks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please clarify the event description you provided of "would not close jaw. It was reported that during the distal gastrectomy surgery, could not squeeze down the closing trigger. " the circular stapler closes into range using the adjusting knob. Was the adjusting knob not able to be dialed down? Or was the device unable to be fired (firing trigger was unable to close down)? Or was the safety trigger unable to be moved in order to grasp the firing trigger? Response: the correct description is :would not fire. It was reported that during the distal gastrectomy surgery, could not squeeze down the firing trigger.